Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the hospital electronics unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. Troubleshooting the unit was able to resolve the issue.

Manufacturer narrative:
The reported issue of "error 5" was confirmed. Backend verification confirmed that the error 5 issue was present on 12sep2022. The affected unit was operating on software version 1.7.1-r5 at the time of complaint. The reoccurrence of error 5 notification was due to a software issue with software version 1.7.1-r5. The error would not clear on its own, and the error was required to be manually cleared. The issue was corrected under the latest software version. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.